Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to peritonitis. In additional follow-up with the patient¿s pd nurse, it was reported that on (B)(6) 2026 the patient was admitted into the hospital with symptoms of weakness and diarrhea. Per the nurse, the patient had a pd culture obtained (in the hospital) which revealed an elevated white blood cell (wbc) count (>6,000) and no organism growth. The patient was initiated on antibiotic therapy utilizing vancomycin (dosing not provided) intra-peritoneal (ip) for a diagnosis of peritonitis. Additionally, the nurse indicated that the patient was diagnosed concomitantly with clostridium difficile (c. Diff) infection of the intestinal tract. Subsequently, on (B)(6) 2026, the patient was discharged from the hospital and continues pd treatments with the same cycler. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, peritonitis can be reasonably attributed to patient breach in aseptic technique. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.